Event description:
It was reported to hill-rom that a caregiver was under the excel bed while trying to move the siderails in. The siderail unexpectedly lowered and the caregiver was hit in the face by the siderail. Diagnosis was 3 cracked crowns, 3 cracked natural teeth, possibly 3 root canals. The caregiver had to have a splint made for her mouth and she is having adjustments weekly for this. This is being reported due to a retrospective review for the excel care bariatric bed complaints. The retrospective review is being done due to the acceptance of regulatory responsibility of this product that was decided by (B) (4), the FDA ((B) (4) office) and hill-rom on september 21, 2009. Prior to this date, it was believed by hill-rom that (B) (4) was filling required reports. Hill-rom will continue its review and report as required.

Manufacturer narrative:
The excel bed history showed no problems found with the bed.